Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by ¿cell count increased¿. The cause of the peritonitis was unknown; however, the patient reported, ¿the transfer set became unsanitary during the bag exchange procedure¿. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antimicrobials for the event. At the time of this report the patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
D1: the reported product is an unknown baxter transfer set. G1: device manufacturer address: (B)(6). G1: device manufacturer city: (B)(6). G1: device manufacturer postal code: (B)(6). G1: device manufacturer country: united states. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.